Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "subject: (B)(6). UK infinity total ankle system study. (B)(6) 2024 - start up stiffness. Small degree of start up stiffness lasting only 10 steps or so. Previously no complaints of stiffness at all follow-up appointments. At visit patient reported stiffness. X-rays from visit on (B)(6) 2024 show degree of licence and previously identified osteocytes but no change from last x-rays."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6), UK infinity total ankle system study. On (B)(6) 2024 - start up stiffness. Small degree of start up stiffness lasting only 10 steps or so. Previously no complaints of stiffness at all follow-up appointments. At visit patient reported stiffness. X-rays from visit on (B)(6) 2024 show degree of licence and previously identified osteocytes but no change from last x-rays."